Manufacturer narrative:
The user reported receiving sensor check alert on 11 october 2025. An RMA was authorized for the return of the sensor, and the sensor was subsequently received for investigation. In-house testing of the returned sensor did not reveal any malfunction. A review of the raw sensor data indicated optical instability in the reference channel. When the instability is detected, the system responds by blinding glucose, triggering a sensor check alert, and reverting the system to the initialization phase.this failure could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability is unknown and presumed to be associated with patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 22 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 22 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Health effect -impact code updated to 4624. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of receiving frequent "sensor check" alerts since (B)(6) 2025. The escalation team reviewed the case and approved a sensor replacement due to possible deviation in the system performance. The incident did not result in any adverse event or patient harm.